Manufacturer narrative:
Please note that the lead was implanted in (B)(6) 2021 but the exact implant date was unknown.

Event description:
It was reported that the right atrial (ra) lead was dislodged. During lead revision, the ra lead was repositioned but the helix did not extend. The ra lead was explanted and replaced to resolve the event; the patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be partially extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil.